Event description:
Device malfunction: none. Time of symptoms/ae: post procedure. Symptoms/ae: stroke. It was reported that one day post a left internal carotid artery stenting procedure, the pt experienced aphasia. A neurology consult was completed and a CT scan was done which revealed diffuse age appropriate atrophy, no acute process identified, no hemorrhage or infarct visible. The event was felt to be embolic likely related to either catheter manipulation of the aorta or atrial fibrillation. The pt was treated with heparin and coumadin which prolonged the hospitalization. The pt returned to near baseline at discharge to rehabilitation facility 5 days post procedure. Though requested, no add'l info was provided.

Manufacturer narrative:
Study event. The device remains in the pt. The lot number was provided. Review of the device history record did not reveal any non-conformities which could have contributed to this complaint. Stroke and embolism may occur during this type of procedure as listed in the device instructions for use, and are known potential adverse effects associated with the use of carotid stents. The reported hospitalization was in response to the observed pt effects. No device malfunction was reported.